Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving baclofen via an implanted pump. The indication for pump use was intractable spasticity. The patient's representative reported that for several months (6-7 months) the patient had been acting differently. The patient had seizures and had been yelling and screaming. The reporter stated that for the last couple of refills they had concerns about the patient¿s behavior and were concerned it was related to the pump. They had spoken with the patient¿s healthcare provider who did an x-ray, but no other steps had yet been taken.